Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information have been made, no response has been received to date. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the reaction? Describe the reaction (e.g. Blister/red/infected/mild¿)? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What medical intervention and or treatment was performed to address the reaction/infection? Results? What prep was used prior to, during or after prineo use? How many layers of adhesive were used over during application? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? What is the physicians opinion of the contributing factors to the reaction/infection? Patient demographics: initials / ID; gender, age or date of birth; bmi, patient pre-existing medical conditions (ie. Allergies, history of reactions) was the patient exposed to similar products, such as artificial nails? Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? Does the surgeon believe there was any deficiency with the stratafix suture used subcuticular? What is the surgeon opinion of the relationship of the stratafix suture to the reaction/ infection? What is the most current patient status? It was noted that the surgeon experienced ¿many times¿: please advise if these events were reported previously? How many patient events occurred? Provide details of each event (description, surgery type, date¿) and create files to capture. Related adverse events captured in reports: 2210968-2019-90972, 2210968-2019-90973. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a total knee replacement on (B)(6) 2019 and barbed suture was used. After the subcuticular closure with barbed suture for the skin, topical skin adhesive was applied on the incision after it was cleaned and dried and the patient was discharged. When the patient came back to check the wound, the surgeon found that the wound was red and infected. The surgeon thinks it's because of the adhesive as the skin reaction of the wound takes the shape of the adhesive. Additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 01/02/2020. Additional information was received that indicated this event does not meet reporting criteria. This event therefore is not reportable. Additional information was requested and the following was obtained: describe the reaction (e.g. Blister/red/infected/mild)? Red. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Yes. Were cultures performed? Results? No. What medical intervention and or treatment was performed to address the reaction/infection? Results? Oral antihistamine takes a week to recover. What prep was used prior to, during or after prineo use? The wound was cleaned and dried, then prineo was applied and left to dry. After, the patient came to follow up.(regular routine since he started using the prineo 2017). How many layers of adhesive were used over during application? 1 layer. Was a dressing placed over the incision? If so, what type of cover dressing used? Yes. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Allergy test done before the case. What is the physicians opinion of the contributing factors to the reaction/infection? He believes its because of the prineo itself. Patient demographics: initials / ID; gender, age or date of birth; bmi, m. B., female, old patient pre-existing medical conditions (ie. Allergies, history of reactions) no. Was the patient exposed to similar products, such as artificial nails? No. Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? No. Does the surgeon believe there was any deficiency with the stratafix suture used subcuticular? No. What is the surgeon opinion of the relationship of the stratafix suture to the reaction/ infection? Unrelated to stratafix. What is the most current patient status? Recovered. Event regarding prineo captured in mw report 2210968-2019-90972.